Manufacturer narrative:
It has been reported to philips that images are not loading when pulled from pacs link for a certain study. No adverse events or harm were reported in the complaint. There is no allegation of death or serious injury. Based on the results of the analysis, there is a repository folder registered in the database but the folder is missing from the drive, and the study has not been archived. The root cause is unknown and could not be identified. Note: evaluation results and conclusion FDA c-code were updated.

Event description:
It has been reported to philips that images are not loading when pulled from pacs link for a certain study. No adverse events or harm were reported in the complaint. Philips has started an investigation for this complaint.